Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Drive support disk was inspected and no anomaly was noted. However, unit was received with missing drive support sticker. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08870 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose level. Customer experienced symptoms related to their high blood glucose such as vomiting, head was dizzy customer couldn't see straight, my eyes were blurry, and customer was throwing up every two to three minutes the customer reported that insulin pump had no delivery alarm and also had bent cannula at infusion set. Troubleshoot was performed. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (infusion set and reservoir ). The customer was treated with bolus. Customer's blood glucose value was 360 mg/dl at time of incident. Customer's current blood glucose value was 227 mg/dl. Troubleshooting was performed. The drive support cap is flush. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.